Manufacturer narrative:
The logs indicate that the philips equipment is performing as specified. It is further determined that the philips device did not cause or contribute to the patient death. The customer is using tunstall nurse call system (a non-philips product). This secondary alarming system is alleged to not have alarmed. Additional information regarding the tunstall system was requested, however no additional information was received. The philips product support engineering (pse) log review indicates, and the customer was certain the alarms were being generated at the patient information center ix (pic ix). This confirms alarming at the mx40 device as the pic ix receives the information from the mx40. The secondary alarms were not being sent to the non-philips nurse call system. Per the pse, the IFU states 'the paging system is a secondary alarm notification system and is not intended for primary notification of alarms, physiological data, or demographic data. Receipt by the external software device of alerts is not confirmed, and delivery to the paging device is not guaranteed.' The clinical audit log review revealed the philips devices were performing as specified and manufacturer-specific performance is to be addressed by the customer with that manufacturer. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported a patient being monitored by a telemetry device passed away. The customer indicated the central station was alarming; however, the secondary alarm forwarding to the nurse call was not alarming. The customer requested on site assistance gathering the device logs.